Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to moisture. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 269 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed button error due to corroded keypad traces. No moisture damage found inside. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).